Manufacturer narrative:
Following our receipt of the one returned used partial sensor (needle not returned) performed a visual inspection to one random sensor and checked for physical damage and none was found. Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaint of change sensor/bad sensor alarm could not be confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor vs blood glucose, change sensor. The customer reported blood glucose value of 65 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-442ag, mmt-342, mmt-7040ma. Change sensor/sensor updating/sensor glucose value not available/calibration not accepted customer received a change sensor alert. Customer is unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. No further patient complications were reported. No product return is required for mmt-442ag. No product return is required for mmt-342. Mmt-7040ma was requested and customer response was the device will be returned. The customer will discontinue using the device.